Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d9, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, during a carotid stenting of the internal carotid artery, a portion of the 8x40 precise pro self-expanding stent (ses) delivery system head end was released outside of the patient and a problem occurred during use. The stent was noted to not have been completely constrained within the outer sheath after removal from the tray. The case was completed with the use of a new stent. The patient was not harmed. The operator is trained. The device was prepped while in the tray. The tuohy borst valve was in the open position when the device was received. The tuohy borst valve was noted to be loose prior to removing; however, the valve was closed before removing. A stopcock was connected to the y-connector of the tuohy borst valve. There was no difficulty encountered flushing the stopcock. There was no difficulty encountered flushing the sds. The intended lesion was located at the carotid bifurcation. The target lesion was measured to be 8-9mm in diameter. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The target lesion was measured to be 30mm in length. The lesion was noted to have a 75% stenosis. The lesion had calcification but was not severe. The vessel was not tortuous. The device was returned for analysis. A non-sterile ¿precise pro rx ous carotid sys¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and placed on a metallic tray to be inspected. A thorough inspection was performed on the unit observing the following conditions: the device was fully deployed. The stent was retuned for analysis presenting no damages or anomalies. The hemostasis valve was returned tightly closed. No other outstanding details were observed. The usable length was measured, and dimensional analysis was performed, results were found within specification. Functional testing was not performed due to the unit being returned fully deployed. However, the mechanism was verified setting the device in the manufacturing position to simulate the stent deployment process. The mechanism was actuated, and deployment was performed observing no anomalies during functional testing. The reported ¿stent delivery system (sds) deployment difficulty premature deployment¿¿ was confirmed as the device was returned with the stent fully deployed. However, the exact cause cannot be determined. Functional analysis was performed by placing the stent in the manufacturing position to simulate stent deployment. Functionality of the deployment mechanism was performed with no difficulties noted. Additionally, no kinks or other damages were noted to the device upon analysis. Therefore, based on the information available for review, procedural information provided and the product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the customer. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. Note: the mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the ¿pin-and-pull¿ method). Post-deployment stent dilatation: while using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire and out of the body. Remove the delivery device from the guidewire. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. (Do not remove guidewire.) Using fluoroscopy, visualize the stent to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation (standard pta technique) can be performed.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, during a carotid stenting of the internal carotid artery, a portion of the 8x40 precise pro stent head end was released outside of the patient and a problem occurred during use. The stent was noted to not have been completely constrained within the outer sheath after removal from the tray. The case was completed with the use of a new stent. The patient was not harmed. The operator is trained. The device was prepped while in the tray. The tuohy borst valve was in the open position when the device was received. The tuohy borst valve was noted to be loose prior to removing; however, the valve was closed before removing. A stopcock was connected to the y-connector of the tuohy borst valve. There was no difficulty encountered flushing the stopcock. There was no difficulty encountered flushing the sds. The intended lesion was located at the carotid bifurcation. The target lesion was measured to be 8-9mm in diameter. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The target lesion was measured to be 30mm in length. The lesion was noted to have a 75% stenosis. The lesion had calcification but was not severe. The vessel was not tortuous. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.